Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device it was observed with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent an unspecified breast augmentation with a 600cc textured mentor memorygel breast implant has experienced postoperative right-sided grade iii capsular contracture, confirmed by a physician. As a result, the patient underwent unilateral explantation and replacement with 605cc textured mentor memorygel xtra breast implant, catalog # tmpx605, right serial # (B)(4) on (B)(6) 2020.